Manufacturer narrative:
This supplemental MDR is to correct the previous error made (outcomes attributed to adverse event). It was incorrectly marked "death". The device is undergoing an evaluation but has not yet been completed.

Event description:
When scanning with the 12l4 probe, the breast lesion was not well defined.